Manufacturer narrative:
Other report source - company responsible for marketing medtronic-mitg surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric surgery, in the exchange of the device in the third use, there was partial stapling without cutting. The surgeon needed to substitute the load in order to run the stapler normally. There was no patient injury.